Event description:
"This is the complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "<info from the facility> the phenomenon occurred under the following conditions: the black septum of ctr73 cracked and its piece dropped into the abdominal cavity when hemo-o-lok loaded with a clip was inserted into ctr73. The dropped piece was collected with laparoscopic grasping forceps in the same procedure. The user reported there was no damage to the pt. The following is the user's report: "I did not insert anything other than the ligasure and hemo-o-lok into ctr73. Naturally, ligasure was inserted without being activated and it is unlikely hemo-o-lok damaged the trocar. Isn't it due to a mfg defect of the device?' The user said he/she discarded the main body of the trocar. <check result by aomori olympus> - we received the piece and two pictured of it. - the piece was 4.52mm by 7.32mm." Pt status: "the pt was not injured."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.